Event description:
Attempted deploying a "resolution 360 ultra clip" post polypectomy. Clip closed and deployed but did not attach. Clip came apart into three pieces. There was the body of the clip in the colon and a small piece that came out with the wire and there was a very small metal ball looking object that was floating in the colon. Dr. [Redacted] tried suctioning the ball out, but it did not suction, she determined that it was safe for patient to pass on its own.